Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" against right device. The device has been explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.6b, d.9, g.2, h.3, h.6.

Event description:
Additional event of "particles in valve".

Event description:
Healthcare professional reported "deflation" and "additional event of "particles in valve" against right device. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: analysis of the returned device identified: opening linear on posterior, white particles inner device, wear abrasion and crease fold leak test and microscopic analysis was performed which identified: opening crease smooth on posterior, striated opening on posterior. Observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on posterior assessed as surgical damage. An opening crease smooth on posterior assessed as fold flaw opening.